Manufacturer narrative:
-Event site name: (B)(6).

Event description:
It was reported that a blood back error occurred on the intra-aortic balloon pump (iabp). The intra-aortic balloon (iab) did not rupture and there is no visible blood on the pump. There was no harm to the patient. No other patient info available. This may be related to the current field action.

Manufacturer narrative:
The getinge field service engineer (fse) reported that he evaluated the iabp and was unable to duplicate or find evidence of a blood back error. All functional tests were performed; the iabp passed and was cleared for clinical use.

Event description:
It was reported that a blood back error occurred on the cs300 intra-aortic balloon pump (iabp). The intra-aortic balloon (iab) did not rupture and there is no visible blood on the pump. There was no harm to the patient. No other patient info available. This may be related to the current field action.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per (B)(6) standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that a blood back error occurred on the intra-aortic balloon pump (iabp). The intra-aortic balloon (iab) did not rupture and there is no visible blood on the pump. There was no harm to the patient. No other patient info available. This may be related to the current field action.